Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure the surgeon was using a single purpose drill as well as drill sleeve, depth gauges and a torque limiting driver. One of the four locking screws went through the plate into the bone, while the surgeon was re-tightening it into the most distal hole at the styloid process side with the driver after a guiding block was attached to the plate. The other screws were successfully retightened by the identical driver. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis.(B)(4): DHR review is not possible. The lot number given is not on the database.(B)(4): placeholder.